Manufacturer narrative:
The power cable for the navigation system was returned for evaluation. Testing found that the cable jacket had been cut but no internal wires were damaged or exposed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable was bare wire. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. It was found that the power cord was damaged with bare wire showing. The cord was not replaced at the time of this system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that during preventative maintenance it was found that the power cord was damaged and bare wire was showing. No patient was present.